Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The deployment difficulty and difficulty to remove were unable to be confirmed as the stent had already been fully deployed. The tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties and subsequent patient effect. A cause for the death could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. The proximal superficial femoral artery was heavily calcified. The supera stent was partially deployed and the device was removed with the introducer sheath as a single unit. The supera device also met resistance with the anatomy during removal. The patient expired on (b)6) 2018 and the physician does not think that the anesthesia caused or contributed to the death. The cause of death is unknown; however, no thrombus was detected under angiography and intravascular ultrasound. The absolute pro stent was patent and there were no device issues noted. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the superficial femoral artery via the popliteal approach using a 6 fr sheath. A 5.5 x 150 mm supera peripheral stent system was used. However, during deployment, the device was unlocked and the thumb slide was advanced forward but the stent did not completely deploy. No resistance was met with the thumb slide, and the device did not meet any resistance during advancement. After several failed attempts to deploy the stent completely, the device was removed through the introducer sheath. However, during removal, the catheter tip of the device separated but the stent remained on an unspecified guide wire inside the introducer sheath. The tip was then removed with an aspirator, and the entire device including the stent were removed from the sheath. Then, an unspecified absolute pro stent was used to complete the procedure. However, some time after the procedure (the date has not been confirmed), the patient expired. Reportedly, the patient death was possibly due to the effects of anesthesia. No additional information was provided.